Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt was unable to adjust stimulation. It was also reported that the middle light on the pt programmer was not lighting up. Additionally, it was reported that the pt felt stiffness while eating dinner that could have been attributed to a recent move. The pt reported that the yellow light on the programmer was backed on and the stimulation was also back on. The pt was feeling better but "taking it easy." Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR's report# 3004209178200904808.